Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the balloon was identified. The cause of the hole was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400098, serial number: n/a, batch/lot number: 1100732719, model/catalog description: control pump fgs, unique identifier (UDI) #: (B)(4), model number/catalog number: 72400160, serial number: n/a, batch/lot number: 1100704431, model/catalog description: belt cuff fgs 4.0 cm, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical malfunction and fluid loss are acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed; non-functioning devices and fluid leak are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.